Event description:
Caller reported that their t:slim x2 pump screen was dark and would not turn on, and the pump battery was not charging. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.